Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant products added to complaint. H6: investigation summary: background: the device did not meet specifications for torque testing. Investigation flow: power tools/calibration. Visual inspection: the torque wrench handle (p/n: 286200240, lot #: gb43367) was returned and received at us cq. Upon visual inspection, scratches were observed on the device and the etch of the device was faded but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed at raynham npd. The highest torque of the device measured during calibration testing was not within the specified torque range of the device, the torque test failed high. Document/specification review: dwg-887000832 rev c&e. The complaint was confirmed, the device received failed high during the torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H4, h6: device history lot: a review of the receiving inspection (ri) for torque wrench handle was conducted identifying that lot number gb43367 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 18 sep 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported an unknown date that the item was found damaged during regular loaner inspection process from torque testing procedure. There was no procedure and patient involvement are reported. This complaint involves one (1) device. This report is for (1)torque wrench handle. This report is 1 of 1 for (B)(4).